Event description:
It was reported that an ilet user experienced inappropriate insulin delivery when the pump delivered approximately 10¿14 units for meals. It was discovered that the user was using meal boluses and corrections to address hyperglycemia without announcing meals. The user then performed a factory reset and was advised to announce at first bite, treat lows slowly, avoid snacks initially, and use oral glucose for hypoglycemia management. Symptoms included episodes of hypoglycemia and hyperglycemia ranging from 39 mg/dl to 401 mg/dl. Outcomes included insufficient information regarding longer-term impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect meal announcement procedure, and user interface involvement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.